Event description:
An incident of patient falling from the table was reported. An operational check of the table was performed which concluded having no problem with the table. It was reported by or lead coordinator that one of the nurses had put some foot boards on the table which caused the incident of patient fall. This was deemed as operator's error with no reports of patient injury.

Manufacturer narrative:
A fall was initially reported in relation to mizuho osi table. After communicating with user facility, they indicated that mizuho osi table was not involved in the incident. Thus, the initial report was erroneous.

Event description:
An incident of patient falling was reported.

Manufacturer narrative:
Patient securement to the table was insufficient for the desired degree of tilt.

Event description:
Procedure was t5 to t10 laminectomy with microscopic dissection and tumor resection. Patient was prone, lower body secured to table. The table was airplaned to improve surgical access. Patient slid off the table onto the floor.